Event description:
The complainant reported postoperative (coronary artery bypass graft with left arterial clip), the patient started to deteriorate in the intensive care unit requiring increased use of vasopressors. The patient was brought back to the operating room for exploratory surgery and impella placement (impella cp placed). The patient decompensated overnight requiring max vasopressors support and the decision was made to transfer patient for left ventricular assist device (lvad). The patient became unstable now requiring impella 5.5 and during an echocardiogram right ventricular dysfunction was noted. After escalation to and insertion of an impella 5.5 device, blood pressure ¿significantly¿ improved. However, few minutes later it alarmed suction and the blood pressure dropped. Decision was made to place an impella rp flex which was completed. The patient was sent to the unit on bipella support. Seven days into the support, the impella rp flex had high purge pressure. The purge cassette was replaced, but the issue persisted. Tissue plasminogen activator was subsequently run through the purge to manage the issue. Support continued for three more days, at which point care was withdrawn and the patient passed away.

Manufacturer narrative:
Patient information for sections a4, a5, and a6 are unknown. Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for evaluation. Insufficient data logs during time of high purge pressure event were returned for analysis. The cause of the high purge pressure could not be definitively determined as no product and insufficient logs at time of high purge pressure event were returned and clinical information were provided.